Event description:
The patient is an 52 year old male with dysphonia and left vocal cord immobility after c-s transposition, who presented to clinic for awake left-sided vocal cord injection augmentation. During the procedure, the injection needle (30 g x 1/2 in. Bd precisionglide¿ needle) broke off the hub, while in the larynx and the patient was brought emergently to the or (operating room) for retrieval of the foreign body.